Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. It was also reported that the right ventricular lead had no capture, even at maximum output. The device was explanted and replaced, and the lead was evaluated during the device change-out and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.